Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-447a-2158: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, "disintegration of the outer part of the fiber," at 285,039 joules of use and 41 minutes. The procedure was completed using a second fiber. Patient outcome: "no consequences to the patient¿ reported. No injury to patient reported.